Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (battery will not hold charge) has been confirmed. Upon receipt the monitor was drawing excessive current and it produced a service code 203. Upon investigation there was extensive corrosion inside of the monitor including contamination on component j502. The cause for the excessive current draw is the contaminated component, j502. During further investigation, capacitor c6 was out of tolerance. The cause for the service code 203 is the defective component c6. The root cause for the contamination is likely ingress of an unk liquid. The root cause for the out of tolerance capacitor cannot be positively identified. No adverse event resulted from the contamination or the defective capacitor. The pt received a replacement monitor.

Event description:
The daughter of a (B)(6) female pt called zoll customer support to report the pt's battery packs were not holding charge. The pt was issued a replacement monitor.